Manufacturer narrative:
Product ID 3778-75, serial# (B)(4); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery was no longer functional. The patient had questions about getting the battery replaced. The healthcare professional (hcp) name was not known who would replace the battery.